Event description:
Procedure: sigmoid resection. According to the reporter: the stapler cut without the staple closing. The first fire was successful but, during the second fire there was cracking noise and once the stapler was removed there was a hole in the bowel with open staples. Dissection was carried down and another staple was fired. Immediate testing was performed and an air leak was found which was successfully closed with sutures. Operative time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4)